Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level (over 600 mg/dl) and diabetic ketoacidosis (dka). The cause for elevated bg and dka was unknown. Customer was treated with intravenous fluids and potassium, and released from the hospital the following day. Customer disconnected from the pump while in the hospital, and reportedly an occlusion alarm and malfunction occurred while the customer was disconnected. During troubleshooting with tandem technical support the malfunction cleared. Multiple attempts were made to follow up with the customer; however, no response was received.